Manufacturer narrative:
An adverse event without identified device or use problem was reported with angina and pericardial effusion. A returned device assessment could not be performed as the device was not returned for analysis. As a lot number was not received from the field, so no device history record or lot specific similar complaint review is applicable. Based on the available information, the cause for the reported pericardial effusion could not be determined. The reported angina is likely a cascading effect from the event. Prolonged hospitalization and unexpected medical interventions were a result of case-specific circumstances, as medication was administered and a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that (B)(6) 2025, an unknown amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2025, the patient called the office with chest pain and reached the hospital. A chest examination and echocardiogram, (echo) were performed. The echo showed small (less than 1cm) circumferential pericardial effusion (pe). The patient started on a solu medrol dosepak and indocin for pericarditis. The patient had no symptom improvement and a computed tomography angiography (cta) was performed on (B)(6) 2025. The cta showed 2cm pe. The patient required prolong hospitalization for observation. On (B)(6) 2025, a pericardiocentesis was performed. On (B)(6) 2025, the patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6) (r964288301). It was reported that on (B)(6) 2025, an unknown amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2025, the patient called the office with chest pain and reached the hospital. A chest examination and echocardiogram, (echo) were performed. The echo showed small (less than 1cm) circumferential pericardial effusion (pe). The patient started on a solu medrol dosepak and indocin for pericarditis. The patient had no symptom improvement and a computed tomography angiography (cta) was performed on (B)(6) 2025. The cta showed 2cm pe. The patient required prolong hospitalization for observation. On (B)(6) 2025, a pericardiocentesis was performed. On (B)(6) 2025, the patient was reported discharged.